Manufacturer narrative:
Date of event estimated as (B)(6) 2008. The UDI is not known as the part and lot number were not provided in the literature. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause for the difficulty listed cannot be determined based on the limited information available. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article titled: true percutaneous approach for transfemoral aortic valve implantation using the prostar xl device impact of learning curve on vascular complications.

Event description:
It was reported through a research article identifying prostar xl that was related to the following outcomes: failure to achieve hemostasis which may result in hemorrhage, pseudoaneurysm and stenosis and may require balloon angioplasty, stent placement, embolization and blood transfusion. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "true percutaneous approach for transfemoral aortic valve implantation using the prostar xl device impact of learning curve on vascular complications."